Event description:
It was reported that the patient with this right ventricular (rv) lead had infection with sepsis. No additional adverse patient effects were reported. The rv lead was explanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)